Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor displayed a replace sensor message, shortly after it was inserted. Caller further reported that after the message was displayed the customer experienced a loss of consciousness. A family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.